Manufacturer narrative:
Study source: (B)(6) study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6), 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of asthma exacerbation requiring prolonged hospitalization. On (B)(6) 2016, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lung. No issues were noted with the device. According to the complainant, on (B)(6) 2016 while hospitalized for the procedure, the patient experienced asthma exacerbation. The patient was treated with an increased dose of prednisone and was discharged from the hospital the following day. Baseline spirometry values. Visit date: (B)(6) 2015. Pre-bronchodilator. Fev1: 2.55. Fev1 % predicted: 84.00. Fvc: 3.54. Fvc % predicted: 93.00. Post-bronchodilator. Fev1: 2.79. Fev1 % predicted: 93.00. Fvc: 3.70. Fvc % predicted: 98.00.